Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported inflation and deflation issues were not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: balloon pressure should not exceed the rated burst pressure (rbp). The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. Pre-dilatation was performed with an unspecified balloon catheter and an unspecified stent was deployed. During post-dilatation of a 3.5 x 12 mm nc trek balloon catheter, an attempt to inflate the balloon to nominal pressure was made but the balloon could not inflate. The device was removed from the anatomy and an attempt was made to inflate the balloon. The balloon inflated to 22 atmospheres but then would not deflate. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.